Event description:
Event description guidant received information that the patient had a new pacing system implanted and went home. Later, the patient returned for a followup check and stated she did not feel well. Upon completion of the physician visit, the patient left the clinic and passed out in the parking lot. Her systolic blood pressure had dropped to 8mm. She had of cardiac rhythm of tamponade. She was transported to a hospital where heart fluid was tapped. The doctor explanted the right ventricular lead and noted tissue had adhered to the tines of the lead. He believes the right ventricular lead was responsible for the cardiac tamponade. This lead was returned for analysis.